Event description:
The customer reported that on the first day of pt treatment, after images were taken, it was discovered after treatment, the couch rotations were missing. The couch rotation was required, but was not applied. The user wanted to know if they could prevent this sort of error.

Manufacturer narrative:
Varian's investigation concluded no malfunction of the device. The customer took images with a 0 degrees couch rotation, and then acquired all of the fields in the plan with the 0-degree couch rotation. The customer overwrote the initial planned couch values, which resulted in treating the pt incorrectly. Based on the initial report, varian's medical advisor was not able to render a medical evaluation on whether this event may have caused or contributed to a serious injury. Therefore, varian has determined that a MDR is appropriate. Dose was delivered to the treatment area, but passing through tissues that were not intended to be irradiated. The customer was advised to monitor values they were overwriting at treatment to help prevent any recurrence of this user error. No additional follow-up to this MDR is expected.